Event description:
It was reported that before use, the batteries in the cardiosave intra-aortic balloon pump (iabp) will not charge. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, d4, g4, g7, h2, h10. The power management board was returned to the national repair center (nrc) for evaluation. The board could not be installed into the test figure for testing due to a shorting issue. The nrc has knowledge that the shorting prevents the batteries from charging. The board failed testing and was sent to the supplier for further evaluation. A supplemental report will be submitted when additional information is provided.

Event description:
N/a.

Manufacturer narrative:
The national repair center received the exch pcb,power management, from the supplier .the supplier verified the failure of the batteries not charging and replaced components u6, q50 and q27. The supplier also installed (B)(6). The board passed testing .inspection of the board was completed per procedure number 0002-07-d014 revision g and to the ipc-a-610 standard revision h with no visual damage observed, and upon inspection of the board per procedure the installation of (B)(6) was verified. The national repair center installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure. The board passed testing. The board was packaged and labeled and sent to stock per procedure number.

Manufacturer narrative:
Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/213) the overall 12 month product complaint trend data for the period (aug 2019 through jul 2020) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and was able to duplicate the customer's reported issue. The stm replaced the power management board and the power on switch and led cable then completed all safety, functionality, and calibration checks. Al tests passed to factory specifications and the iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use on a patient, the batteries in the cardiosave intra-aortic balloon pump (iabp) would not charge. There was no patient involvement, and no adverse event reported.